Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker that after fixating, the ralp was unable to be released from the delivery catheter. Several techniques were attempted, but the ralp eventually broke free from the atrial wall while tethers were aligned. The physician elected to complete the procedure using a different ralp and delivery catheter. The patient was stable before, during, and after the procedure.